Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37642, serial# (B)(4), product type: programmer, patient.

Event description:
The consumer reported the reason for their call was to get help to use the patient programmer (pp). They said they were only showed once how to use pp and couldn¿t understand it. It was noted they were in the nursing home now and had a nurse who can help them. It was stated they would like to walk through how to make adjustments. It was stated they needed to make adjustments on the left hand and leg. It was indicated they could be adjusted whenever they needed to be adjusted. The patient stated their therapy had stopped helping them on the day of the report and this was considered a sudden change in therapy/symptoms. The patient was implanted for movement disorders.